Manufacturer narrative:
(B)(4). Software version: unknown retainer ring: black insulin pump case type: ngp customer returned insulin pump for an alleged cosmetic damage located at the battery tube observed on (B)(6), 2022. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error. Insulin pump error was noted during testing due to dried insulin on the motor. Successfully downloaded history files and traces using thump. Insulin pump error was noted on 23-oct-2022 at 14:11:41.000. The pump was cut open to perform visual inspection and found moisture damage¿on the electrical board, force sensor, harness assembly vibrator, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage (faded). Cosmetic damage was confirmed at the battery tube(cracked). Pump error 37 was confirmed due to dried insulin on the motor. Exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked from the back along the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for the analysis.